Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the administration set was defective. The defect was a leak. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: sample received consisted of 2 cassette products. Sample was received in unused conditions, decontaminated, with its original packaging closed and inside in a plastic bag. The complaint returned units were visually inspected under normal conditions of illumination. No damage, cuts, holes, or kinks was detected. The unit was filled whit colored water using a syringe to detect any leakage. The cassettes could be filled, and no leaks detected. Complaint was not confirmed. No fault was found with the device. No root cause was determined due to complaint not being confirmed. No corrective actions were taken. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).